Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) hospital. E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the interface was poor during inspection for use involving an olympus video system center. There was no patient injury reported.